Event description:
A complainant reported that a patient on an impella cp experienced an alarm for an increase in purge pressure and a decrease in purge flow. The pump stopped urgently. Attempts to restart were unsuccessful and the patient expired. The physician requested to have the console inspected as well. Refer to the related report for the death and the pump.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This is one of two reports. This report represents the automated impella controller and another report was submitted to represent the pump. Refer to section h.10 for the related report number.

Manufacturer narrative:
Medical safety/clinical reviewed the event and noted the following: the event involves and impella cpsa that stopped working, and the patient died after that. The first impella cpsa was inserted for amicgs on august 21st. Since long-term use was expected, the impella 5.5 was considered, but the blood vessel diameter was too small, so the option was abandoned (this pump was never used/inserted). The first impella cpsa pump 1 was replaced on august 27th (8 days later) given the need for long-term use and the automated impella controller (aic) was also switch for connection to the new impella cp pump 2 to reduce the time that circulatory support is terminated. There was no report or indication of device malfunction, deficiency or related adverse events for the impella cp pump and the first aic. Impella cp pump 2 was inserted and approximately three days later on august 30, 2025, the pump was stopped, and the patient passed away after that. This patient was notedly already in a "difficult" condition. The purge pressure increased and the purge flow rate decreased, and then the pump stopped. Several attempts were made to restart the pump, and all were unsuccessful. The patient died of circulatory failure. Given the high purge pressure with the pump stopping leading to circulatory failure, there is not enough information to exclude the impella cp pump 2 as an associated factor in the patient's demise. Note: automated impella controller is a malfunction type of reportable event. Serious adverse event and demise outcome are associated with the pump. Correction: after review of the case by medical safety/clinical, it was determined the automated impella controller is a malfunction type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. Note: h6: device problem/component/investigation coding remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
Investigation summary: data analysis: ¿ the case associated with the reported complaint was initiated on (B)(6) 2025, with the impella cp pump (sn: (B)(6)). (B)(6) 2025, during support, the console displayed the ¿purge pressure high¿ alarm (event #408) and the ¿purge system blocked¿ alarm (event #409). Both alarms were resolved but reoccurred frequently throughout the remainder of the case (imc_logs_ic8784.pdf. The rt log confirmed that the purge pressure exceeded 1050 mmhg, and the purge flow fluctuated between 2 ml/hr and 1 ml/hr (rt_log_purge_pressure_&_flow.png). ¿ after 8 hours of the "purge pressure high" alarm, the console displayed the ¿impella stopped (motor current high) [detected by epc] ¿ alarm¿ (event #13). The rt logs confirmed that the motor current dropped (rt_log_pump_stop.png), this confirmed the reported failure modes: ¿purge pressure high¿ and ¿pump stops.¿ note: there was no pump stop prior to the 'purge pressure high' alarm." Device analysis: this console was tested after arriving at fs. There were no malfunctions identified on the impellatronic board, and the purge pressure accuracy was within specification per pm procedure (B)(4). The high purge pressure and pump stop could not be reproduced when running the test pump and cassette for two hours at p level p9. Root cause: no hardware issues were found on the (B)(4). The disposable product investigation (pi-(B)(4)) concluded: ¿the cause of the high purge pressure was biomaterial buildup, since biomaterial was observed in the purge gap of the returned pump and there was no mc spike prior to the pp rise in the logs.¿ ¿the cause of the pump stop was blood ingress, since blood ingress was observed past the motor housing and the pump stop occurred after the high purge pressure.¿ device history lot: n/a. Device history batch: n/a. Device history review: history - q1) service history review - are there an qns associated with the complaint device¿s most recent service report? No. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? No. There were no issues related to the complaint discovered when reviewing the product history of console (B)(4).